Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 439 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose and treated with manual injection. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering and based on report trouble shooting was performed for under delivery. Customer was advised that the insulin pump will need to be replaced and to revert to back up plan per heath care professional instructions the reservoir will not be and insulin pump will be returned for analysis.